Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an intermittent battery power issue. The reporter alleged the battery compartment was cracked, and the cap was unable to be tightened with an exposed yellow o-ring. It was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. The reported alleged the customer had trace ketone's. This incident does not meet animas' definition of an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. No battery cap or cartridge cap were returned. All testing was performed with test caps. The pump powered up with a test battery cap to a dim and discolored display. The test battery cap was unable to fully tighten. The battery compartment was cracked in the thread area and from the thread area to the case seal. The battery compartment threads were damaged. No evidence of moisture was found in the battery compartment. The pump was run for 24 hours with the test battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. The intermittent power complaint was not duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional evaluation codes: methods code- (B)(4).